Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. Case no: 01747787 a review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 3.1 and 3.2 were showing off the bus. A field service engineer (fse) reseated the row board cables at the drawer board, along with both ends of the retractor bands for drawers 3.1 and 3.2. The fse signed into diagnostics, tested all pockets, and removed any debris found underneath them. All tests passed successfully. The fse also verified that the customer was able to access medications without any issues and all functions tested good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.